Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has no visualization of foam particles. In addition to above findings, they also found damaged upper enclosure. The device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. In this report, section d - product brand name, model number, catalog item identifier and product UDI and section h - device problem code, evaluation method code, evaluation results code, conclusion code, remedial action init and recall (z) number has been updated.

Manufacturer narrative:
In previous MDR the manufacturer captured incorrect coding in the evaluation result code grid, date due, date received by mfg and it was corrected and updated in this report. Below mentioned details are missed to capture in previous report: there was three error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation.